Event description:
It was reported that the patient alleges that the infusion device had been delivering too low an amount of insulin since (B)(4), 2014. The patient experienced elevated blood glucose levels as high as 600 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).